Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient was treated for an unknown endovascular issue. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and four gore® excluder® aaa endoprostheses were implanted, and the patient tolerated the procedure. On an unknown date, an apparent tear in the device was reported, causing an endoleak, and a reintervention was performed on (B)(6) 2023. The leak was repaired, and the patient tolerated the procedure. Images were returned for evaluation.

Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14 and b20 with completion of phr review. H.6. Investigation conclusions: code d16 updated to code d12 and d15. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. Images were returned for evaluation. The evaluation stated: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: one jpg and a 10 second movie submitted for evaluation. Images received via (email) with no patient identifier or date of acquisition in image. Images cannot be manipulated in any way. The image below shows a density outside of the device, this is consistent with the report of an endoleak. The density can also be observed while viewing the movie. Unable to confirm the density is from a tear in the graft with the available images, however, findings consistent with a probable endoleak of indeterminate origin.